Event description:
The clear care contact lens cleaner has been burning my eyes after I have used it correctly in the neutralizing cleaning case overnight (for more than the required 6 hours) for the last month or so. I have used clear care for years without problems. I have tried new contacts, which are comfortable for one day until I clean them in the clear care solution in the case overnight and then the contacts are unwearable. I have tried a few new cleaning cases I thought maybe the one I had was too old (even though I change them with each new bottle of solution) or defective. I wonder if the solutions that have been sold this year are too strong and are not neutralizing as necessary. I have not changed my cleansing routine, and I have used clear care for years without adverse effects until recently. (I understand that (B)(4) recently had a recall for peroxide residue issues, I wonder if some clear care production "lots" are having the same problem?) Due to the severity of the eye burns I have not been able to wear my contacts for weeks. After my eyes feel like they have "healed", I have tried to wear new contacts a few times, but once they have been cleaned with the clear care, I get the same result. If there is a production "lot" that is defective there needs to be a recall. And no, I am not putting clear care directly in my eyes or using it as a moisturizing or washing solution. I put in the neutralizing cleaning case with my contacts (it bubbles) and leave it overnight for more than 6 hours, even rinsing the contacts with saline solution before inserting the lenses, which seems to help slightly. I am following directions and using the same process as I have for many years. (B)(4). Purchase date: (B)(6) 2016, this date is an estimate. The product was not damaged before incident. The product was not modified before the incident.